Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, physical damage. Physical damage to cable by over tightened zip tie 2.75 inches from the ferrite bead. Complaint of "break in the wire, the joystick keeps shutting off" was confirmed. The underlying cause is physical damage.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, physical damage. Physical damage to cable by over tightened zip tie 2.75 inches from the ferrite bead. Dealer states: I saw this client on sat as the joystick has a break in the wire, there is no physical damage to the stick but the joystick keeps shutting off.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states: I saw this client on sat as the joystick has a break in the wire, there is no physical damage to the stick but the joystick keeps shutting off.